Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer had unexplained high blood glucose of 502 mg/dl during the nigh, prior to the phone call. Three hours prior to the incident the customer's blood glucose was 141 mg/dl to 146 mg/dl. The caller stated that the customer's blood glucose runs high around the infusion set changes but not as high. The caller stated that the customer did not have any ketones present but they still wet their bed. Since the customer was not present at the time of the phone call the blood glucose was not provided and no troubleshooting was performed. Nothing further was reported.